Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the coil protruded from the catheter tip when removed. The target lesion was located in the severely calcified inferior mesenteric artery. A 3mm x 12cm interlock was selected for use. During the procedure, it was noted that the coil got stuck in the catheter. Flushing was performed intermittently prior to removal of coil. However, it was further noted that the coil protruded from the catheter tip during removal. The procedure was completed with another of same device. No patient complications were reported.